Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Unable to reset the pump due to difficulties turning it off, the customer was provided with information on resetting the pump and planned to seek help to turn it off before contacting customer technical support (cts) again. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.